Event description:
It was reported that, "the patient complained of pain. Massive metallosis and destruction of soft tissue bed was discovered."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed ni this report: cat # nls-300000b, lot# 34563702, description: lrg tap pri mod nck 0deg 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.